Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.

Event description:
New information states that a recurrent event of post-paced t-wave oversensing was observed. Programming changes were made.